Event description:
It was reported that two right ventricular epicardial leads had high pacing threshold. The leads remain in use. No patient complications have been reported as a result of this event.